Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include: underlying cancer disease wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A male patient of unknown age with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that he developed a wound described as a hole, on the front, right side of his head, which became infected. An x-ray was performed, which confirmed the infection. The patient consulted his healthcare provider (hcp) and was prescribed oral antibiotics (penicillin) for 10 days. Furthermore, the hcp recommended to temporarily discontinue optune gio therapy for 10-14 days.